Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate therapy due to an unknown cause. No interventions were performed. The patient's condition was unknown.